Manufacturer narrative:
Reporter institution phone number (B)(6). Reporter phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the fetal heart rate is being measured and displayed on the screen, however, they cannot hear it through the speaker. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
Customer reported the fetal heart rate is being measured and displayed on the screen, however, they cannot hear it through the speaker. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer contacted philips customer care to report the issue. A third party technical engineer was sent onsite to evaluate the device. The technical engineer confirmed that the fetal heart rate could not be heard. The speaker was changed out with no resolution to the audio issue. The technical engineer confirmed the issue was related to a mainboard failure. The mainboard was replaced and multiple additional parts were replaced as well as the software was updated. The device remains in use at the customer site.